Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent elevated glucose levels, including overnight alerts, despite performing a factory reset on the device on (B)(6) 2025. At the time of the initial report, the user¿s bg was 219 mg/dl and rising. The user inquired about possible contributing factors and was scheduled for additional training. The user later reported their bg level dropped to 53 mg/dl after breakfast with no symptoms. Patient treated themselves with glucose tablets and 2 small pretzels which raised their bg level to 127 mg/dl. It was noted that the infusion set placed the previous night may not have been effectively delivering insulin. No symptoms, external assistance, or medical intervention occurred. No further assistance was requested.